Event description:
It was reported that the patient presented in clinic for follow-up. Upon investigation, both the left ventricular lead and right atrial lead had dislodged. There were no patient symptoms noted. On (B)(6) 2017, both leads were explanted and replaced. Patient was stable before, during, and after the procedure.